Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was not determined and it was unknown if it was device related. The patient did not experience a loss of stimulation or a loss of therapeutic effect. Their symptoms were ongoing and the patient had not yet recovered.

Event description:
It was reported that the patient had severe pain right in the center of his back, which would not got away. It almost felt like a pulled muscle or something. He was not sure if it was because of the implantable neurostimulator (ins). He could barely breathe and could barely move. The patient tried contacting his managing healthcare provider (hcp), and they told him to contact a manufacturing representative (rep). It was later reported that the hcp wanted the patient to have an MRI, but he did not know how to put the ins in MRI mode. The patient was advised on how to use the programmer to put the ins in MRI mode and was able to turn the ins back on. The MRI was for the back and related to the device. He had been having problems and the device and stated that it was not working and not controlling pain. The pain was the implant was for and it was getting worse and the pain was increasing. The pain felt like a bee sting x10. He was getting sharp pain that was above the ins on the spine. There was also a lot of numbness in the back and down to both legs, but more in the left than the right. It was noted that the patient had not falls or trauma. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740. Serial# (B)(4), product type: programmer, patient. (B)(4).